Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no product or photo was returned by the customer. The customer complaint that on several occasions the smartsite extension set is unable to flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 20099570 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 20109585 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 20119629 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 20109590 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 20119632 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 20119627 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 20119630 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20099570 regarding item #20059e . A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20109585 regarding item #20059e . A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119629 regarding item #20059e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20109590 regarding item #20059e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119632 regarding item #20059e. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119627 regarding item #20059e a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119630 regarding item #20059e.

Event description:
It was reported that 1 largebore 8 inch ext vlv set from an unspecified lot, 1 set each from lots 20099570, 20109585, 20109590, 20119629, and 20119630; 5 sets from lot 20119629, 3 sets from lot 20119632, and 4 sets from lot 20119627 all had flow issues during the flush. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "also, I have had several reports that the bd smartsite extension set needle free valve ref # 20059e have been malfunctioning and unable to flush having to throw them out and get new ones frequently. Also, occasionally same malfunction with single ports not connected to extension set."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20099570. Medical device expiration date: 2023-09-28. Device manufacture date: 2020-09-24. Medical device lot #: 20109585. Medical device expiration date: 2023-10-28. Device manufacture date: 2020-10-23. Medical device lot #: 20119629. Medical device expiration date: 2023-11-23. Device manufacture date: 2020-11-23. Medical device lot #: 20109590. Medical device expiration date: 2023-10-30. Device manufacture date: 2020-10-23. Medical device lot #: 20119629. Medical device expiration date: 2023-11-23. Device manufacture date: 2020-11-23. Medical device lot #: 20119632. Medical device expiration date: 2023-11-25. Device manufacture date: 2020-11-23. Medical device lot #: 20119627. Medical device expiration date: 2023-11-20. Device manufacture date: 2020-11-17. Medical device lot #: 20119630. Medical device expiration date: 2023-11-24. Device manufacture date: 2020-11-23. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 largebore 8 inch ext vlv set from an unspecified lot, 1 set each from lots 20099570, 20109585, 20109590, 20119629, and 20119630; 5 sets from lot 20119629, 3 sets from lot 20119632, and 4 sets from lot 20119627 all had flow issues during the flush. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "also, I have had several reports that the bd smartsite extension set needle free valve ref # (B)(4) have been malfunctioning and unable to flush having to throw them out and get new ones frequently. Also, occasionally same malfunction with single ports not connected to extension set."